Event description:
Boston scientific crm received information that field representative (fr) called technical services (ts) with concerns related to atrial capture. It was also noted that the patient went into asystole in the right ventricle due to oversensing. The fr faxed in electrograms (egms) for ts review. Ts reviewed and noted appropriate atrial capture thresholds with loss of capture at 1.3 v. Ts recommended getting a chest x-ray to check for any gross lead issues. The fr will discuss further with the physician. The fr also reprogrammed the ventricular sensitivity to make less senstivie to oversensing.

Event description:
Caller reported blood glucose results of 120 mg/dl and 250 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.